Event description:
It was reported that both the patient and the physician were unable to get an inflatable penile prosthesis (ipp) to inflate as the pump was very hard. The pump would compress but very little liquid would move to the cylinders. The sales representative met with the physician and patient to troubleshoot the pump. During this visit they suspected a "sticky pump". The sales representative took troubleshooting steps and was able to get the pump working and inflate the device. No more updates had been sent to the representative regarding this case.